Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Upon removing the tubing set, patient noticed the cassette compartment was wet. Patient was able to complete treatment and had no adverse effects. Actual sample is not available; sample was discarded. Companion sample is available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.